Event description:
On (B)(6) 2022,. Dr. Nasser reported to michael rosenbaum that there was a patient that had thecapsulotomy torn, and a vitrectomy was performed the week prior on (B)(6) 2022. Procedure ID 160.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas michael rosenbaum reviewed the open call for al22004. Case #(B)(4)- centration was superior with minimal suction. Minor eye movement is noted throughout laser treatment. Capsulotomy started at frame #3 and breaks through temporal at frame #7. Root cause: patient eye movement contributed to multiple laser cuts, and could weaken the structure of the capsulotomy.